Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse called to report a hospitalization due to diabetic ketoacidosis. The insulin pump kept alarming no delivery. The infusion sets and reservoirs were changed, the insulin pump kept alarming. The customer was seen at the physician's office with a blood glucose reading of 582 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Customer was admitted to hospital and treated with fluids and IV insulin. Nothing further reported.